Event description:
The customer reported that the 9800 sys x-ray exposure button sticks and after the button was released, the sys continues to beep. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated in the work station during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.